Event description:
Hospital reported that the safeline injection site was in use with the safeline turn lock cannula. The nurse clinician was called to the pt's room for bleeding from IV, and found the injection site cap had separated from the body of the injection site.